Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "discrepant results". Customer reported that they are seeing several sars-cov-2 n1 positives that are negative on repeat. Customer confirms that recent environmental monitoring results showed no evidence of environmental contamination. Customer requested bd field application support to come on site for support. A bd field service engineer (fse) and application specialist were dispatched to the customer site where they observed customer workflow and provided recommendations. The fse also performed an instrument preventative maintenance service. No functional issues were identified with the instrument. This complaint is unconfirmed as no problem was identified with the instrument and the complaint alludes to a possible sample or workflow issue. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and one additional work order was observed on 17jun2022 for the complaint failure mode reported.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: hazard, injury or erroneous results? No. Customer is stating that they are experiencing several sars-cov-2 n1 positives that are negative on repeat.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: hazard, injury or erroneous results? No. Customer is stating that they are experiencing several sars-cov-2 n1 positives that are negative on repeat.

Manufacturer narrative:
PMA/510k: k111860, k130470 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.